Event description:
It was reported that during use on a patient (age & gender unknown), the device experienced high leakage alarms. No patient harm was reported.

Manufacturer narrative:
Zoll medical corporation has not received the product and will be providing a supplemental report when our investigation is completed.